Event description:
The customer reported that there was an intermittent communication error which caused a loss of system functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board. The system operates as intended.